Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es device was not communicating. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline and not communicated. A field service engineer (fse) confirmed that the wall port was active, and the ethernet cable was functioning correctly. The fse then enabled the machine¿s wi-fi and connected it to a personal hotspot, which immediately provided a working internet connection. However, attempts to connect through the hospital network failed to establish internet access. With assistance from the user, the fse contacted the hospital's it support. It was determined that the device name did not match the expected configuration and the machine needed to be whitelisted. Once the device was added to the whitelist, it connected to the hospital network successfully. The fse rebooted the machine to ensure it remained connected. The hospital it support indicated that it would follow up to confirm whether the computer name needs to be updated, as this mismatch may have caused the device to fall off the network. The fse verified that the machine is now online and functioning properly. The system functioned as intended after the field service engineer troubleshot the device.